Event description:
A system operator reports one custom patient with topographically-observed "central islands" (corneal irregularities) following a custom enhancement to the right eye only. (No information was provided on the initial procedure). There was no patient injury/impact associated with this event. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause determination is in progress.